Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the set screw was returned and analyzed. The returned set screw indicated a rounded socket. (B)(4).

Event description:
It was reported that left ventricular (lv) port set screw, on the device header, would not tighten down on the lead. The physician had trouble getting the wrench to fit in the screw. The set screw was removed from the header and a service kit with a new set screw was used and the lead was able to be tightened to the device. The device remains implanted. No patient complications have been reported as a result of this event.